Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Site did not confirm service.

Event description:
A site representative reported that while outside of procedure, the door louvre cover of the imaging system was damaged. There was no patient present at the time of the issue.